Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 16.9 cm to 17.0 cm from the connector pin, due to friction with device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.